Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a high blood glucose (bg) reminder when bg levels were 270 mg/dl. Customer stated that the high bg reminder was supposed to be set to 300 mg/dl; however during troubleshooting with tandem technical support it was found that the high bg reminder had been set to 270 mg/dl. Reportedly, customer's blood glucose level was 270 mg/dl due to the customer forgetting to deliver a bolus. Tandem technical support guided the customer through adjusting the high bg reminder, and customer delivered a bolus to address elevated bg levels.